Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an occlusion issue with pump while infusing d5w (5% dextrose in water). There was patient involvement, but no harm. Additional information received 22apr2026: customer states: "we know the issue with the pump is a failed lvp bottle pressure sensor". The customer is requesting a log review to verify if the user acknowledged the alarms (B)(6) 2026- (B)(6) 2026. Additional information received 01may2026: customer states: d5w was infusing at the time of the event. The patient experienced infiltration to the right hand and upper arm, causing "multiple fluid filled blisters". Fluids were stopped immediately and no further interventions were provided.